Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the ik hub separated from the shaft of the sheath. The sheath was left in the patient., and a snare was used to retrieve the sheath. The blood loss was less than 250cc's, and the patient was in stable condition. The procedure was completed. Additional information was received on april 24, 2019. The procedure performed was a femoral vein access. A standard syringe used with the syringe for flushing. The procedure was completed successfully.